Event description:
The patient underwent endovascular repair of aaa using the ovation abdominal stent graft system on (B)(6) 2011. The patient returned on (B)(6) 2014 at the follow-up visit showing the presence of a type ib endoleak due to the iliac limb becoming disengaged from the common iliac artery. The physician stated that the implanted iliac limb may have been too short. As of the date of this report, there have been no additional sequelae reported. A re-intervention is planned for a later date to treat the endoleak.

Manufacturer narrative:
Remains implanted.